Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings are high and they are having keypad issues. The blood glucose reading is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.